Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex round moderate profile 300cc, catalog number 3542645, serial number (B)(4), lot number 7377337. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 300cc and experienced deflation on the right breast implant. The left breast implant was not affected. The deflation was confirmed on physical examination by the doctor. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 375cc on (B)(6) 2018.

Manufacturer narrative:
On 07/27/18, it was reported to mentor that the device evaluation and investigation have been completed. The device was received with no fluid. White material was observed within the device, and white and brown material on the shell surface. During initial evaluation an area of siltex cracking was observed on the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a leakage sites within the siltex cracking, measuring approximately 0.3. No other anomalies were discovered. Complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the brown and white material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).